Manufacturer narrative:
Additional information received indicated that approximately one month later the patient reported a three day history of fever and dizziness and was admitted to the hospital with a diagnosis of sepsis secondary to (B)(6) infection. Though he had been ordered to continue his antibiotic treatment at home, he reported that he had been noncompliant with several of his medications. On admission his leukocytes were elevated and one set of blood cultures returned positive for coagulase negative staphylococcus, but the results were believed to be a result of contamination. During his hospitalization he received vasopressor support and intravenous ancef. He was discharged home sometime later after placement of a peripherally inserted catheter for continued antibiotic treatment with continued complaints of chronic pain and depression. Approximately four months later, the patient was readmitted to the hospital for exacerbation of driveline infection. Wound cultures of his driveline exit site were again positive for (B)(6). Signs and symptoms on admission included general malaise and localized drainage and pain at the driveline exit site. An infectious disease consultation ordered the patient to have a PICC line inserted and to begin a four week course of intravenous cefazolin. He was discharged home after the PICC line was placed with continued complaints of generalized malaise, pain, and drainage from his driveline exit site and orders to follow up with infectious disease. Additional information received indicated that a repeat set of wound cultures remained positive for (B)(6). This event is believed to be possibly related to the study device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported a patient presented with a history of fever and dizziness for the past three days. The driveline exit site was cultured and results positive for mssa. The patient had a PICC line inserted and was started on IV antibiotics. The patient underwent an incision and drainage of a sternal abscess. It was reported the patient was discharged from the hospital. The device remained implanted and was not returned to the manufacturer for evaluation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicated that approximately one year eight months and three weeks post hvad implantation the patient was admitted to the hospital with complaints of sternal abscess and pain at the driveline exit site. Blood and wound cultures were positive for (B)(6). The patient underwent an incision and drainage (I&d) of the sternal abscess and a peripherally inserted central catheter (PICC) line was placed for long term intravenous antibiotic therapy. The treating cardiologist on the case indicated that driveline infection has been an ongoing problem for this patient and as a result placed him on keflex for suppressive therapy . Approximately two weeks later the patient was re-admitted to the hospital for recurrent driveline infection. Blood culture results were again positive for (B)(6) and he subsequently underwent a second I&d procedure with wound vac. Shortly after the procedure the patient reported experiencing excruciating pain from the sternum, at the location of his driveline exit site. The medical team believed the pain to be secondary to his recent surgical procedure. Intravenous cefazolin was initiated and a pain management consultation was ordered. The patient's pain medication doses were adjusted and he was started on a transdermal fentanyl patch. Follow up blood culture results were negative and he was discharged home seven days later on intravenous antibiotics including continued suppressive therapy treatment. Approximately five months later the patient was readmitted to the hospital for exacerbation of driveline infection. Wound cultures of his driveline exit site were again positive for (B)(6). Signs and symptoms on admission included general malaise and localized drainage and pain at the driveline exit site. An infectious disease consultation ordered the patient to have a PICC line inserted and to begin a four week course of intravenous cefazolin. The patient could not afford the prescribed medication; however and instead continued treatment with keflex which he had already been prescribed as prophylaxis treatment for previous driveline infections. He was discharged home after the PICC line was placed with continued complaints of generalized malaise, pain, and drainage from his driveline exit site. The last report received by the site indicated that a repeat set of wound cultures remained positive for (B)(6). He also received orders to follow up with infectious disease.

Event description:
Approximately twenty months post hvad implantation, the patient was admitted to the hospital after he reported having a fever and dizziness for three days. The patient was reported to have been taking oral antibiotics for a (B)(6) driveline infection prior to this admission. Blood cultures were inconclusive as one of the two samples was thought to be contaminated. Infectious disease was consulted and the patient's antibiotics were adjusted. The patient's white blood count was reported to have "trended downward" during the hospitalization. The patient was discharged home three days later. Investigation is ongoing.